Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a malfunction, indicated by an alert 4 (user parameters corrupted alert), enunciated, and reset the pump clock to 1/1/2008. This resulted in the logs from on (B)(6) 2020 being erased and they were no longer available for review. Therefore, the bg levels for on (B)(6) 2020 could not be identified. As such, the complaint could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Low bg cause was not known, however suspected cause was due to customer vomiting meal after having delivered a bolus. Customer consumed carbohydrates and disconnected from the pump to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.